Event description:
Note: this MFR report pertains to one of two devices that were used during the same procedure. Refer to associated MFR report #3005099803-2010-03047 for a description of the other device. This report is for the first device. It was reported to boston scientific corporation that two resolution clip devices were used for hemostasis of an upper gi bleed. According to the complainant, during the procedure, the gastroenterologist reported that the first clip was on the mucosa and out of the sheath. However, the clip would not release. The clip was pulled off the tissue, and fell off in the patient to be passed naturally. The same issue occurred with the second clip. No damage to the tissue, or additional bleeding, was reported. The case was completed with epinephrine and an unknown type of heater probe. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.